Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction was observed during review of the activity logs and a video the customer sent of the reported issue. However, after extensive testing of the device and associated accessories, the reported problem could not be duplicated. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. The customer has reported the device has been in use for over 4 weeks without issue. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during patient transport (age & gender unknown), the device inappropriately rebooted power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device inappropriately reboots power. Complainant did not indicate that there was any patient involvement in the reported malfunction.